Event description:
On (B)(6) 2013 the customer reported that the patient with this right ventricular (rv) lead experienced syncope and a fall. It was reported that the patient had not been feeling well for a few days prior and had been in contact with their physician. However, after the fall, the patient presented to the emergency room where her heart rate was noted to be in the thirties. It was noted that the pt has complete heart block after previously having an av node ablation. Device eval was done and the rv lead was noisy with intermittent capture at 0.9v unipolar. At increased outputs in the unipolar configuration the pt experienced pocket stimulation. Thresholds were trending stable at 240 ohms. Surgical intervention was performed, and subsequently abandoned, after the physician was unable to obtain venous access on the left side. Another procedure was performed a few days later with the assistance of a cardiovascular surgeon, and a new pacemaker system was implanted. The chronic right atrial lead was tunneled to the right sided system and a new rv lead was implanted from the right sided access. This rv lead was subsequently surgically abandoned ((B)(6) 2013). The lead was actively implanted for approx. 12 years, 9 months.

Manufacturer narrative:
The lead was surgically abandoned (capped); therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.